Manufacturer narrative:
(B)(4). The customer reported having to press the shock button three times to activate during an opcheck. There was no reported patient involvement. A philips bench technician evaluated the device and the issue could not be duplicated. No problems were found pertaining to the shock button or opcheck. The processor pca was replaced as proactive preventive maintenance. The device passed all testing and was returned to the customer. We cannot determine the cause of the reported issue as the symptom could not be duplicated.

Event description:
The customer reported having to press the shock button three times to activate during an opcheck. There was no reported patient involvement.